Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing during testing. There was no patient involvement.

Manufacturer narrative:
H6- health effect - impact code: corrected. H3 and h6 codes: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies noted related to the complaint. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was noted that there was a one previous service performed for the pump. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.